Manufacturer narrative:
The reported event is unconfirmed - product met specifications. Visual evaluation noted 1 nasogastric statlock in opened packaging was received. Visual inspection noted no defects on the butterfly pad. The reported complaint was for missing clamp; however, no clamp is present on this product. The product met specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "contraindications: known tape or adhesive allergies. Warnings and precautions: avoid contacting the statlock device with alcohol or acetone, both can weaken bonding of components and the statlock device pad adherence." H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the statlock clamp was not attached to the adhesive pad.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the statlock clamp was not attached to the adhesive pad.